Event description:
It was reported that a newly applied freestyle libre 3+ resulted in an intermittent scan error during the pairing process that was ultimately resolved when the caregiver scanned the sensor an additional time; the user was able to proceed after rescanning, and the device displayed that the sensor had already started on the second attempt. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a transient communication failure between the sensor and the ilet, resolved with standard troubleshooting.